Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Date j&j became aware: (B)(6) 2018; date of event: (B)(6) 2018; name of reporter: (B)(6); hospital name: (B)(6); hospital town: (B)(6); product name: sigma femoral adapter offset/ sigma femoral adapter 5 degree; product code: 960784/960781; lot/batch/exp: none. Did the event happen during a procedure? No. Were you in the procedure at the time of the event? No. Was the product being used in a clinical trial? No. Event outcome/how was it managed? Revised. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? Has the reporter facility indicated there may be legal action? No. Is the product available for return? Unknown. Please give a detailed explanation of the event: product implanted 2016, needed revision due to the bolt being snapped. Pictures to follow.

Manufacturer narrative:
Pc(B)(4).

Manufacturer narrative:
Product complaint: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: review of the provided photographs confirm the reported event. The device associated with this report was not returned for evaluation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.